Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station was unable to synchronized to server. A technical support specialist (tss) reported that the case was received and remote access was attempted, but the station appeared as an unknown device and multiple connection attempts were unsuccessful. The tss reviewed the data synchronization logs and identified multiple errors, then continued troubleshooting alongside an existing scheduled task. The tss attempted a full synchronization but encountered an error indicating that the device was already assigned to a different computer. The tss contacted the customer, who explained that the station was scheduled to go live the next day and provided the correct computer name. The tss retried the synchronization using the provided details, which was successful, verified that no further errors were present, shared confirmation with the customer, and proceeded with case closure after receiving approval. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server system station was unable to synchronized to server. There were no adverse events or injuries reported based on this event.